Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of dim light emitting diode¿s was confirmed. The system controller (serial number: (B)(6) was returned for analysis, and a log file was downloaded for review. Data downloaded from the system controller during testing at abbott was reviewed. There were no notable events active in the log file. Pump operation was not affected. The system controller (serial number: (B)(6) was returned for testing. The system controller was powered on and a self-test was performed. The red heart led¿s were found to be dim. The system controller was functionally tested and passed all testing. The system controller was connected to a mock loop and was able to operate the pump for an extended period of time. The reported event of dim led¿s was confirmed. Additional provided information stated that exchanging the system controller resolved the issue. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 patient handbook (rev. G - section 6 "equipment maintenance¿) describes how to care for and clean all equipment, including the heartmate 3 system controller and its power cables. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the red heart alarm was not lighting up on heartmate 3 controller during self test. A controller exchange was performed. The controller exchange resolved the issue, and the patient experienced no symptoms as a result of the exchange.